Event description:
The customer reported that during the patient's treatment yesterday, the device's voice prompts that electric shock is available, but pressing the shock button on the defibrillation handle did not send an electric shock. Electric shock therapy was not successfully delivered at that time, the customer changed to another defibrillator for defibrillation treatment, but the patient was seriously ill and passed away failing to be rescued. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.